Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report 1627487-2021-14759 related manufacturer report 1627487-2021-14758.

Manufacturer narrative:
Date of event: date of event is estimated.

Event description:
Related manufacturer report 3006705815-2021-02829. It was reported that lead migration issue was confirmed via x-ray imaging. The lead was explanted, and a new lead was implanted. It is unknown which lead has the migration issue therefore both leads are being reported. Patient was stable.